Event description:
It was reported that the customer experienced a high blood glucose (bg) level "high"; although specific value was not provided. Suspected cause was due to the customer¿s settings requiring adjustments. Customer administered a correction bolus to address bg. Customer updated their pump settings to address the event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.